Event description:
It was reported, during an ureterorenoscopy; laser lithotripsy procedure, two ncircle tipless stone extractors with flexible scope were used, from different lots. They were opened and failed on their first attempt to catch the stone, they snapped at the connection part of the handle. Reference this complaint ( (B)(4) ) for the first device. Reference (B)(4) for the second device. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1 - name and address: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 22nov2024: the procedure was completed using a 3rd ntse basket.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: it was reported, during an ureterorenoscopy; laser lithotripsy procedure, two ncircle tipless stone extractors with flexible scope were used, from different lots. They were opened and failed on their first attempt to catch the stone; they snapped at the connection part of the handle. The procedure was completed using a 3rd ntse basket. Reference this complaint ((B)(4)) for the first device. Reference (B)(4) for the second device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, and a visual inspection, of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned ncircle tipless stone extractors: (B)(4) devices were returned wrapped entwined together without identification of separate lot numbers. (B)(4). Support sheath severed, and coil is exposed. Basket sheath removed from coil assembly. Cannulated handle kinked at handle. Several kinks in basket sheath. (B)(4). Basket sheath is severed, and coil is exposed. Cannulated handle kinked at handle. Several kinks in basket sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have had the basket sheath separated at the handle. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.